Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with both suture strings but no anchor. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include inadvertently pulling the suture through the anchor eyelet during knot tying, inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during the shoulder cuff repair surgery, after the footprint ultra pk suture anchor was implanted, the suture came out of the anchor while tightening the suture. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.